Manufacturer narrative:
Correction: section d.1. Has been updated with correct brand name. Additional manufacturer narrative: received one 60-5274-032 in unoriginal package. Lot number was not verified. Performed a visual inspection, the spatula was detached from the stealth. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. (B)(4). Per the instructions for use, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) device was being used during an unnamed procedure on (B)(6) 2024, and ¿the tip of electrode was broken during the surgery. After confirming this event, the damaged pieces were retrieved.¿. The procedure was completed without the use of an alternate device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs) device was being used during an unnamed procedure on 12jun24, and ¿the tip of electrode was broken during the surgery. After confirming this event, the damaged pieces were retrieved.¿. The procedure was completed without the use of an alternate device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.